Event description:
It was reported that during a laparoscopic low anterior resection procedure, the device gas leaked. Another device was used to complete the procedure. There were no adverse consequences for the patient. The customer disposed of the device, no device will be returning.

Manufacturer narrative:
(B)(4). Date sent: 07/23/2010.